Manufacturer narrative:
Additional: results of investigation: it was reported a revision surgery performed due to stem sinking. Liner and femoral head were also replaced. The complaint investigation in this report refers to a mia stem lateral ti/ha 5. The article complained about is not available, therefore a product investigation could not take place. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the device is not not available for evaluation. However, it has been communicated that "the surgeon thinks that stem position affected this failure." Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. A device history record review was done and no deviation according to specification was found. Furthermore, no other complaint exists for the reported batch number. Implant movement or re-positioning is a known side effect and is listed in our IFU for hip implants lit. No. 12.23. Nevertheless, at that time of investigation it is unclear why the stem was sinking. The root cause remains undetermined. If additional information will be available this complaint will be reopened and re-evaluated.

Event description:
It was reported a revision surgery performed due to stem sinking. Liner and femoral head were also replaced.